Event description:
Pt 40+ weeks in active labor. Upon insertion of device, there was a decrease in b/p into the 50's. There was a large amount of vaginal bleeding. An emergency c-section was performed with fetal demise.